Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they keep getting an error code on the controller. Patient said when they go to charge implanted neurostimulator they plug the recharger (rtm) in and then the controller will stop and give an rm03 message. Patient started charging yesterday and it took about an hour and a half to charge. Patient kept restarting the controller and charging for 4- 5 minutes and the code would come up again. Patient also said they charge every day. Patient plugged controller in to ac power supply without battery pack and reported the screen lit up. Patient put battery pack in and reported controller was 100% and implant was 100%. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists. Pt called back and said after calling patient services (pss)"it worked for a few days then it stopped working and makes a really loud clicking sound, louder than it normally does". Pt says "I'm hurting here" because ins wont charge. They said rtm gets warm when charging. Controller port looks intact. Pt says this is the 2nd time they have had to replace rtm cord. Emailed repair to send replacement rtm.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: b3: event date is date valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. The following recharger failure / error occurred: no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt weight confirmed, and it was confirmed that the recharger issues have resolved.